Event description:
Olympus was reported that the probe tips of three devices broke off for a urological procedure. The probe tips of first and second devices broke off inside the patient. Third probe tip broke outside the patient during the cleaning of the device due to the error display. There was no patient harm reported. No more information has been obtained.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available. This report is one of three reports. Cross ref. MFR. Report number 8010047-2013-11457, 8010047-2013-00458.